Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced four plunger and ti p clamps, nine lld contact springs, and a tip clamp sleeve in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem and returned to service.